Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the reported issue and found that the downstream occlusion (dso) sensor was faulty. The dso sensor was replaced to address this issue.

Event description:
It was reported that the device showed the error message, "cassette not properly connected." There was unknown patient involvement. No patient harm/adverse event was reported.